Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was unknown at the time of incident. The customer stated that they could not resolve the issue. No further details given. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump had a blank display due to a faulty component on the interface board. Unable to perform the idle current, run current, self-test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the blank display. No moisture damage on the electronics noted. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.